Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped on (B)(6) 2017 and a new lead was implanted. No patient condition or additional information was reported.